Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports the cuff is leaking. The device was intended to be used on a patient.

Event description:
The customer reports the cuff is leaking. The device was intended to be used on a patient.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the airway was discolored. It was also found that there was a cut on the cuff surface. The cut measured approximately 4cm long. The device was immersed in water and air bubbles were observed when the cuff was inflated. Based on the investigation performed, the reported complaint was confirmed. The cuff was most likely cut/punctured inadvertently after multiple cycles of re-uses due to handling.